Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 10/19/2017 returned test strips produce lo readings. Final root cause investigation has been completed: other root cause: black chemistry due to improper storage. Note: the test strips referenced in this report are part of recall #1052693-06/13/16-001-r. Manufacturer contacted customer on 10/10/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction.

Event description:
Consumer reported complaint for lo blood glucose results. (B)(6), a pharmacist, is calling on behalf of the customer. The customer is concerned with results obtained results of lo. The expected fasting blood glucose test result range is 120-160 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results.. The product is not stored by customer according to specification in the bathroom. During the call on date, a back to back blood test was not performed by the customer because meter has been discontinued. The test strip lot manufacturer's expiration date is 04/21/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history. (Date/time not stored correctly). Result 1 : lo date: (B)(6) 2017 time: 12:01 pm fasting.